Manufacturer narrative:
Device evaluation summary: two (2) images received from the account confirmed the break to the handle at the end of the external slider screw gear. A portion of the handle material had detached. The backend hypotube appeared to be damaged at the break site. The reported deformation in vitro was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1620c82ee) was intended to be implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure etlw1620c82ee was planned to be implanted to extend the right side. No visible external damage was noted to the delivery system when the box was opened, however, when the delivery system was placed on the table, the back part of the delivery system was broken. The device was not used and a replacement device (etew2020c82ee) was opened and implanted successfully. Per the physician the cause of the damaged delivery system is undetermined. It was noted the box was sealed prior to opening.  No ad ditional clinical sequalae were provided and the patient is fine.